Event description:
Procedure type: carotid endarterectomy. According to the reporter: during this surgery, we discovered a "dropping" suture at the carotid. The pt received 1 litre of volume and 3 doses of blood. The pt presented neurological consequences following a postoperative ischemic stroke: complete right hemiplegia and expressive aphasia the threads used were not kept and the references are unsure.

Manufacturer narrative:
(B)(4).